Event description:
The customer reported that the insulin pump had an error alarm during a bolus.. Advised the customer to disconnect from the device and revert to back up plan. The customer's blood glucose reading was 394mg/dl, and she has treated with a bolus. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device was received with missing end cap sticker.